Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A review of the device history record and the product family complaint trend report is in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007, that an endoscopic retrograde cholangeopancreatography procedure using a jagwire guidewire was performed (patient age, gender and weight unknown). According to the complaint, "once the tip of the guidewire reached the catheter tip, the physician saw small fragments of (the) guidewire hydrophilic tip drop down into the (patient's) duodenum." Reportedly, the physician opted not to retrieve the tip fragments as the expectation is that they will be "passed naturally." The procedure was successfully completed with a second jagwire guidewire device. At the conclusion of the procedure, there were no reported patient complications.